Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2019. Unique identifier (UDI#): a complete UDI # is unknown as lot number was not provided. Expiration date: unknown, as the lot number was not provided. Lot number: unknown, information not provided. If implanted, give date: not applicable as this is not an implantable device.  If explanted, give date: not applicable as this is not an implantable device.  Device manufacture date: unknown as lot number was not provided. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at microscope magnification was performed. Scarce amount of lubricant residue can be observed in the cartridge. The lens was placed at the cartridge loading zone, and both haptics looks in good condition. The tip of cartridge has a dent and it was deformed. Due to the conditions in which the sample returned, the reported issues were not verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing record evaluation could not be performed because the cartridge lot number of the complaint product is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that while inserting the intraocular lens (iol) was stuck in cartridge. The lens was partially inserted, stuck in wound, and would not come out of cartridge. The patient has recovered. No further information provided.